Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reports they will contact their health care professional regarding the high blood glucose. Customer did not want to troubleshoot and said that he will just call his health care provider first. The insulin pump will not be returned for analysis.